Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 6 months of support, the patient was re-admitted to the hospital for observation due to intracranial hemorrhage. According to the additional information provided to the manufacturer, the patient is stable and the hospital expects the residual effects of the intracranial hemorrhage to resolve with resolution of edema. The hospital was not sure whether the bleed was related to the lvad or the patient's anticoagulation regimen.

Manufacturer narrative:
The patient remains under observation in the hospital and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.